Event description:
It was reported during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) unit had a broken fiber optic connector. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, (B)(6). The fse replaced fiber optic sensor extension. Cardiosave iabp pm services completed. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion. The following was performed by service technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing dept. Received part with a reported unit failure of a broken fiber optic connector. The failure analysis and testing dept. Performed visual inspection of the part received fiber optic connector and found that the blue receptacle housing of the fiber optic connector is broken. Due to this damage. This part cannot be investigated any further by fat department. The failure analysis and testing department verified the broken fiber optic connector.